Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was to be used for a procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis 100watt console. According to the complainant, during procedure and outside the patient, the laser fiber broke when it was taken out from the package. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 70 cm from the top of the connector to the break. The second piece measured approximately 247.5 cm from the break and includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 4, 2018 that a flexiva 200 tractip laser fiber was to be used for a procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis 100watt console. According to the complainant, during procedure and outside the patient, the laser fiber broke when it was taken out from the package. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.